Event description:
It was reported the patient had surgery and the device was not placed in surgery mode. The patient has been unable to connect to the ipg and the patient controller is displaying an error message since the procedure. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
It was reported to abbott, a patient was unable to connect with their ipg. The patient controller displayed the message ¿cannot connect to generator- the generator is not responding. The rep was unable to recover the device. The plan is to replace the device, but a date has not been set as of this date. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.